Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed episodes of ventricular fibrillation and non-sustained right ventricular oversensing on the right ventricular lead due to noise. The patient was brought into the clinic and noise could not be reproduced with isometric testing. No intervention was performed; the patient would continue to be monitored.